Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an MRI exam was performed at (B)(6). At 17:20, the physician programmed the pacemaker in manual 24 hours. The MRI exam was performed and the pacemaker was reinterrogated, however the MRI mode was not observed.